Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). Event 1. The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: IV pump tubing malfunctioning. Kept alarming upstream occlusion despite no occlusion. 3 pumps used and multiple staff assisted. Pump #1.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.